Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during prime test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm noted.

Event description:
It was reported that the customer had issues with prime/rewind. The blood glucose reading was 220mg/dl. The customer stated that the device alarmed and the drive support cap was flush. Advised the mother that the insulin pump would be replaced. No further information was provided.